Event description:
It was reported that during visit, the physician found episodes of noise on the ventricular channel. The patient received inappropriate therapy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.